Manufacturer narrative:
Additional narrative: (B)(6). Reporter's name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure the full blade attachment device jammed and became stuck in the closed position when used with the battery oscillator device. It was reported that there was a small delay due to the event and an unspecified spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.